Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a cracked clamping pulleys of input six (grip) and five (pitch). The cracks resulted in loss of tension of the correlating grip cables in the distal end. Additionally, the instrument was found to have a loose grip cable at the distal end. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. The instrument also was found to have corrosion/contamination on the bearings. Input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring and inner rings of the bearing. The instrument was found to have an excessive amount of dried, white residue on the clamping pulley of inputs five (pitch), six (grip), and seven (grip) located in the backend of the instrument. The instrument was found to have localized melting near the grip base. This failure is most caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity tests. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the maryland bipolar forceps instrument snapped and could no longer work properly. The procedure was completed with no reported injury.